Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. It is visible in the log files that the warning "/ warning / spi device batch not finished (occurrence count)" was logged very often. Customer was requested to update the software to resolve the issue. Further explained to the customer that the ventilation is paused during a disconnection. So it would be explainable that they were not able to feel an air flow after they disconnected the patient. The only way to check it would be to connect a test lung.

Event description:
The customer reported a ui failsafe on this device. The ventilation was stopped and the patient was removed from this device and switched to manual ventilation. Buzzer alarms and red leds were active after the device was removed from the patient. The customer confirmed that there was no patient harm. After a restart, the machine started up with the first use assist active. There was patient involvement with this reported event. Also, reported that there was no particular health damage for the patient.